Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the jaws of the device were sticking to the patient's tissue during a c-section and hysterectomy procedure. The surgeons in the case were double-sealing with the device. There was no injury to the patient. No further information is available. The device was discarded by the site and no lot number will be available.